Event description:
This is an (B)(6) male with nicm, boston scientific ICD placed in 2005 for secondary prevention with a st. Jude riata lead that is now malfunctioning. Will add a new rv lead as well as an atrial lead for svt discrimination because of his history of atrial fibrillation.